Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead exhibited loss of capture and decreased sensing after recent implant. The boston scientific local area sales rep noted that there lead had not appeared to have any slack in it on the chest x-ray during the procedure. There were no reported adverse patient effects reported beyond the need for surgical intervention. The lead was surgically revised. The lead remains in service.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.